Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 408 mg/dl. Customer stated that her husband was in the hospital and he just connected the pump because he was disconnected yesterday and disconnected because of hospitalization not related to high blood glucose. The insulin pump will not be returned for analysis.